Event description:
Twenty three discordant chloride (cl) results were obtained on an advia 1800 instrument. Quality control (qc) for cl was out of range higher than + 2 standard deviations (sd). The customer did maintenance and replaced the electrode that was more than three months on board. The customer also noted salt crystals around the module and cleaned the module. The customer reran on another instrument the samples that were tested and corrected results were sent to the physicians. There no known reports of patient intervention or adverse health consequences due to the discordant high cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant cl results was the ise pump not drawing off the correct amount of buffer. The fse adjusted the ise cell pot volume to improve draw. The instrument is performing within specifications. Further evaluation of the device is not required.